Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etcf2828c49e; s/n:(B)(4); use by date: 2018-05-06; upn # (B)(4); etlw1610c124e; s/n: (B)(4); use by date:2019-09-21; upn # (B)(4) ; etlw1613c124e; s/n:(B)(4); use by date: 2019-09-21; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 64mm diameter ruptured abdominal aortic aneurysm. It was reported that during the index procedure, during retrieval of the bifurcated device the suprarenal stents were caught with the device. The cause of the event is unknown. It was attempted to treat this with the implantation of a 28mm proximal extension on the same date. The patient expired on the surgical table due to ruptured aaa and subsequent cardiac arrest. As per the physician, the cause of death was not related to the device. No additional clinical sequelae were reported.